Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The event occurred in (B)(6). The livanova representative provided technical assistance at the phone to the engineer of the hospital. He advice to check the connection cable as well as the control board inside the bottom of the drive unit for possible fluid spill. No further information was obtained from the hospital thus, it is very likely that the engineer of the hospital solved the problem.

Event description:
Livanova received a report that during training a centrifugal pump console was giving an error code. There was no patient involvement.